Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, at first step of firing the staples, the reload did not fully fired and did not complete distal staple line. There was no b formation on staples. Another handle and reload was used to complete the case. There was no patient injury.